Event description:
It was reported that the downstream occlusion seal was bubbled and cracked. Per reporter, this event occurred during testing. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual inspection was performed. Device had a bubbled downstream occlusion (dso) seal and scratched lcd lens. Performed functional testing. Customer's reported problem was duplicated. The root cause was the damaged dso seal, which was replaced to correct the issue. Device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.